Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR bhm medical, inc. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
While pt was lifted from bed to chair, one leg clip of the sling loosened, which caused the pt to fall. The pt sustained a small injury to the head that did not require any treatment. The pt was already at the hospital when the incident occurred. She was returned to home.